Event description:
Hcp reported pt infection via MFR implantable systems postmarket registry. Pt symptoms included fever, redness and pressure ulcer type lesion. The device system was explanted. The pt recovered without sequela. The device was not returned to the MFR for analysis. A f/u report will be sent if additional info is received.